Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. At the time, recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. (B)(4).

Event description:
A surgical technician reported that the occlusion bell went off excessively during two cataract procedures. Additional information has been requested.